Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. Data analysis was completed which revealed the battery depletion code was caused by magnet application. It was noted the code could be reset. No adverse patient effects were reported.